Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of under infusion was not verified. The event log did not show any related errors. Service found the pump to be performing within the delivery accuracy of +/-6% per the specification. The expulsor will be trimmed to better bring the device into the nominal range of the tolerance. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump under infused. No further information provided. No reported adverse effects.